Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that blood was observed dripping (within the drip chamber and distal end of the tubing) few seconds after setting up the tubing (blood infusion set, lot# (10)24066739) into the pump module for blood transfusion of packed red blood cell (prbc) 255ml. The tubing was reportedly "okay" during priming. The event occurred prior to patient use; customer reported no patient involvement.

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an blood dripping before starting the pump was not determined because no products or device logs were returned.

Event description:
It was reported that blood was observed dripping (within the drip chamber and distal end of the tubing) few seconds after setting up the tubing (blood infusion set, lot# (10)24066739) into the pump module for blood transfusion of packed red blood cell (prbc) 255ml. The tubing was reportedly "okay" during priming. The event occurred prior to patient use; customer reported no patient involvement. Bd received additional information. It was reported by the facility's clinical engineer that their team "had inspected, cleaned, and performed functionality tests on the pump and no issues were identified." Although requested, the customer implied that the pump will not be sent to bd for investigation. A copy of the health canada report was received, which states, "after few seconds of setting up the pump for blood transfusion (prbc) 255 mls, blood started to drip from the pump. Pump has no error. Tubing was okay during priming but after set up in the pump with blood transfusion ongoing it started to drip."